Event description:
It was reported that after predilating at 10atms, the delivery system was advanced into the mid circumflex lesion, however, the stent would not go around the acute takeoff of the artery. Upon removal of the delivery system it was noted that the stent was missing. Attempts to locate the stent were unsuccessful. The case was stopped and no further intervention was taken. Reportedly, the pt was in stable condition.